Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2019-12084, 1627487-2019-12086. It was reported that patient underwent surgical intervention sometime in 2016-2017 wherein the entire system was explanted and replaced for an unknown reason.